Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead; product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that hcps determined the patient has a central canal issue (narrowing). The patient¿s symptoms are improving and the implant remains at this point. The scs system will remain off though until the patient¿s post op visit which will be scheduled sometime next week. IV steroids and pain medication were administered while the patient was in the hospital for 23 observation. The symptoms have not completely been resolved. The provided information was confirmed with the physician/account. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 25-jun-2023, UDI#: (B)(4); product ID: 977a275, serial/lot #: (B)(4), ubd: 21-aug-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain chronic low back pain and complex reg pain syndrome type I. Information was reported that the patient was just implanted with an ins today and the patient is complaining of lower left leg pain and weakness to left lower leg from shin to ankle after the implant. They are doing an MRI to check the leads status to see if this is causing the patient's pain. X-rays were obtained and both leads were verified to be posterior in the epidural space perioperatively. The patient was ordered steroid IV for relief of suspected nerve irritation potentially occurring during the implantation of the leads. The patient was transported to a medical center for a CT scan and the patient was admitted for a 23 hour observation. No further complications were reported. No additional patient symptoms were reported.